Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/27/2013 with the following findings: a review of the pump¿s history showed no unusual reboots. No damage was observed to the battery compartment or battery cap. The battery cap dimensions were within specifications and the cap was able to tighten on to the pump; the pump powered on normally. The pump was exercised for 24 hours with no power issues. The pump cover was opened and no internal moisture or intermittent connection was observed. Unrelated to the complaint, the display screen was discolored. The audio bolus button was torn and responded appropriately during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (intermittent power) issue. It was reported that the pump kept rebooting without user intervention. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.